Manufacturer narrative:
This device is used for therapeutic purposes. Mainframe (B)(4) nim neuro 3.0 intl, 510k: k083124, serial # (B)(4), lot# 6681500, manufactured 2010-(B)(6). The product analysis cannot be completed on the electrode (B)(4) 5set prass paired 25mm, as the electrodes were discarded. The mainframe (B)(4) nim neuro 3.0 intl has not been returned at this time. (B)(4)

Event description:
It was reported that the system was not tested prior to beginning its use in a parotidectomy. The machine was working intermittently which was evident due to the green ¿tick marks¿ intermittently turning off and the surgeon continue the case with the nim not working. Post operatively a patient had right-sided facial palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.